Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found that the touchscreen was cracked and the bezel was cracked, both the keyboard rails and the keyboard cover plate were missing, the stylus was missing and the keyboard hinges were cracked. (B)(4).

Event description:
It was reported that the power cord socket was loose. The programmer was returned to the manufacturer for servicing. There was no patient involvement.